Event description:
It was reported that there was a hole in the catheter. Additional information received 8/24/2020: the incident occurred before the passage, during the preparation of the catheter. There was no damage or surgical intervention to the patient or health professional. There was no exposure of blood or chemotherapy to mucous membranes or skin. Saline solution was being administered.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a 3fr s/l per-q-cath catheter. All three photographs depicted the same region of the catheter, which included the t-lock assembly, molded joint and a portion of the catheter shaft. In all three photographs, infusate was visible leaking from the catheter shaft near the molded joint. While leakage was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the leaks. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include damage caused by stylet manipulation and sharp instrument contact. A lot history review (lhr) of redv2882 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redv2882) have been reported from the same facility in brazil.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2882 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redv2882) have been reported from the same facility in (B)(6).

Event description:
It was reported that there was a hole in the catheter. Additional information received 8/24/2020: the incident occurred before the passage, during the preparation of the catheter. There was no damage or surgical intervention to the patient or health professional. There was no exposure of blood or chemotherapy to mucous membranes or skin. Saline solution was being administered.